Manufacturer narrative:
Since we received neither the faulty sample nor an image showing the defect, no investigation of the sample is possible. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A review of vygon USA's complaint data indicates that this is the first complaint reported for lot 24e008d regarding a leaking catheter. There are two additional complaints for unrelated issues. All three complaints originated from this facility. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please provide a representative picture or, preferably, the faulty sample.

Event description:
The end user did not provide the event date. Drip leak and breakage at the extension-PICC junction within 24 hours of installation.

Event description:
Drip leak and breakage at the extension-PICC junction within 24 hours of installation.

Manufacturer narrative:
The customer did not indicate the date of the event. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.